Event description:
A valiant stent graft system was implanted into a patient for the endovascular treatment of a 7.5 cm in diameter thoracic aorta aneurysm. Vessel morphology at the time of implant was reported as the proximal aortic diameter was 39.5 mm in diameter. The patient presented emergently with a retrograde dissection. The physician believes that the dissection is in part due to the bare spring of the valiant since the CT surgeon that repaired the patient saw the fenestration coming from the bare spring. The physician also believes that this was a friable aorta to begin with and the incidence of retrograde dissection is higher with these patients. It was a proximal dissection from the bare spring. The patient received an open surgical repair. The CT surgeon removed the bare springs and was able to sew the graft directly into the graft stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).